Manufacturer narrative:
The initial medwatch report (3006260740-2026-04293) was previously submitted. Upon receipt of additional information, it was determined that the product associated with this complaint is managed by a different business unit. This follow-up report is being submitted to provide updated product and event information from the appropriate business unit. The complainant indicated the product was inserted (B)(6) 2017, but because this date is one month prior to the manufacture date of the subject lot the complainant also provided, we are attempting to obtain clarification on the insertion date and the lot number. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported through the litigation process that, sometime after the port placement, the catheter was allegedly occluded. It was also reported that the patient was also diagnosed with an unspecified infection. However, the current status of the patient was unknown.